Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri (elective replacement indicator) at 39.4 months post-implant and was thus explanted.